Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported by the physician that the patient had his vns system explanted due to infection at electrode site. Patient was not treated with antibiotics for this infection. Additional information from the physician revealed that infection was confirmed. Cultures were taken and they grew out to be multiple infections. No patient manipulation or trauma was reported. Sterility records were checked and it was confirmed that the device was sterile at the time of dispatch from manufacture.